Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient is not able to hear when using the device. There was no report of any accident or trauma to the implant site.

Manufacturer narrative:
Device investigations on the received parts show damages most likely attributable to the removal surgery and the measurements performed confirm that the demodulator perform within normal limits. Based on available information, a damage of the conductive link could be considered as root cause of failure, however this could not be confirmed as the conductive link and the floating mass transducer was not received for investigation. Additional information received stated that the patient was re-implanted with a cochlear implant. This is a final report.

Event description:
The user is not able to hear when using the device. There was no report of any accident or trauma to the implant site. The device has been explanted and the user was re-implanted with a cochlea implant.